Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix/lobe distorted/bent, and blood noted on helix mechanism. Damaged at implant; full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt, the lead dislodged and the helix was retracted in order to reposition the lead. When attempting to extend the helix resistance was encountered. A long sheath was inserted and the lead was re-implanted only to find that the helix was protruding through the distal white end of the lead. The lead was removed and another lead implanted. There were no patient complications reported as a result of this event.